Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cosmetic damage noted. The insulin passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to erased history file caused by several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The insulin pump was unable to perform excessive no delivery test due to motor error alarms. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error, which could not be cleared. He also reported that the insulin pump alarmed no delivery, followed by motor error during the priming process. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.